Event description:
(B)(4). I was implanted with a medical device implant called essure in (B)(6) 2011, at my 6 week post partum check up. This medical device implant is now manufactured by bayer, formally by conceptus inc. This device has a three year shelf life, however I do not have that expiration date. The onset of my complaint started on (B)(6) 2012. This is a list of my side effects and symptoms that I have experienced due to essure: insomnia, headaches, abdominal pain/cramps, heavy vaginal bleeding, vaginal discharge, severe lower back pain, skin rashes, depression. I have been seen by my primary care physician for these symptoms. I have been diagnosed with the following conditions: chronic insomnia, chronic back pain and headaches, the device is still inside of me and I will be seeking removal of this device this summer, when my children will be out of school. This has been a horrendous situation for me and I am livid that this is still on the market.